Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized on (B)(6) 2017, due to hyperglycemia. The customer blood glucose level was 700 mg/dl at the time of hospitalization. Customer's other related blood glucose level was 450 mg/dl. The customer was treated with manual injection and through intravenous for high blood glucose at hospital. Customer reported that they received the insulin flow block alarm and they had the bent cannula issue. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.